Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the extrusion at the distal pierce hole was melted, and the distal end of the cutting wire with anchor had detached from the distal pierce hole but remained attached to the device. Additional analysis of the distal end of the device found that the cutting wire appeared to have melted the extrusion at the distal pierce hole creating a tear in the extrusion. The cutting wire with anchor detached from the torn extrusion. The cutting wire appeared discolored from use. The weld-solder integrity of the cutting wire - anchor notch was found to be intact. A functional evaluation found that the balloon inflated as intended when activated with the air filled syringe. The condition of the returned incident device was consistent with the complaint that the distal end of the cutting wire had separated from the catheter. During manufacturing, the sphincterotome devices are 100% inspected and the detached cutting wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. At this time, the cause of perforation cannot be determined. Perforation is anticipated as an adverse event in the directions for use (dfu).

Manufacturer narrative:
(B)(4) - the reported event of wire break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a procedure to remove stones from the common bile duct on (B)(6) 2011. According to the complainant, during the procedure, the device was used to remove several stones from the bile duct using the retrieval balloon. Upon removing the last stone, it was noticed that the distal end of the cut wire had separated from the catheter. No portion of the cut wire detached from the device inside of the patient. The procedure was completed using this stonetome sphincterotome. On (B)(6) 2011, the patient presented with torpor of the gastrointestinal tract and a white blood cell count of 15000. The patient was diagnosed with a perforation of the bile duct. The physician was unable to determine the cause of the perforation. The patient was hospitalized; however, the length of the hospital stay was not provided. No treatment was administered for the perforation. The patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a procedure to remove stones from the common bile duct on (B)(6) 2011. According to the complainant, during the procedure, the device was used to remove several stones from the bile duct using the retrieval balloon. Upon removing the last stone, it was noticed that the distal end of the cut wire had separated from the catheter. No portion of the cut wire detached from the device inside of the patient. The procedure was completed using this stonetome sphincterotome. On (B)(6) 2011, the patient presented with torpor of the gastrointestinal tract and a white blood cell count of 15000. The patient was diagnosed with a perforation of the bile duct. The physician was unable to determine the cause of the perforation. The patient was hospitalized; however, the length of the hospital stay was not provided. No treatment was administered for the perforation. The patient's condition was reported to be stable.